Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken pieces migrated outside of the tubes and uterus') and device dislocation ('piece mine came out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and hot flush ("hot flushes"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage and device dislocation outcome was unknown and the hot flush had not resolved. The reporter considered device breakage, device dislocation and hot flush to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- device breakage, hot flushes, device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken pieces migrated outside of the tubes and uterus / piece of coil that migrated to my left side of my hip / one piece came out and two other pieces are separated in my uterus'), device expulsion ('one piece came out. Two other pieces are separated in my uterus') and device dislocation ('piece mine came out / piece of coil that migrated to my left side of my hip') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hot flush ("hot flushes"), arthralgia ("sharp shooting pain in my hips or down legs toes, arms and finger") and pain in extremity ("sharp shooting pain in my hips or down legs toes, arms and finger"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, device expulsion, device dislocation, hot flush, arthralgia and pain in extremity outcome was unknown. The reporter considered arthralgia, device breakage, device dislocation, device expulsion, hot flush and pain in extremity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New reporter information was added new event device expulsion was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken pieces migrated outside of the tubes and uterus') and device dislocation ('piece mine came out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and hot flush ("hot flushes"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage and device dislocation outcome was unknown and the hot flush had not resolved. The reporter considered device breakage, device dislocation and hot flush to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken pieces migrated outside of the tubes and uterus / piece of coil that migrated to my left side of my hip') and device dislocation ('piece mine came out / piece of coil that migrated to my left side of my hip') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hot flush ("hot flushes"), arthralgia ("sharp shooting pain in my hips or down legs toes, arms and finger") and pain in extremity ("sharp shooting pain in my hips or down legs toes, arms and finger"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, device dislocation, hot flush, arthralgia and pain in extremity outcome was unknown. The reporter considered arthralgia, device breakage, device dislocation, hot flush and pain in extremity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media case. Added event sharp shooting pain in my hips or down legs toes, arms and finger. Reported event terms for "device breakage" and "device dislocation" updated. Added new reporter. On (B)(6) 2020: content from social media received: secondary reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.